Event description:
This pt was in a car accident in (B)(6). After the accident, noise was noted on both leads. The physician attempted to extract the leads but could not, so they were capped and left in the body. At this time the physician chose to replace the pacemaker as it was within a couple years of eri indication.